Event description:
Physician reported "suspected leakage of left breast pad." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, two openings(curved) on the posterior, brown particles in the shell and the device was found to be underweight. A microscopic analysis was performed which identified two sharp openings(unidentified (tear) opening) and non-penetrating nicks near the openings site, assessed as surgical impact, and wear abrasion. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is two sharp openings on the posterior due to surgical impact.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "suspected leakage of left breast pad." The device has been explanted.